Event description:
It was reported that the lead impedances ranged from 150 to 450 ohms. At the previous follow-up noise was reproduced. The physician decided to decrease the atrial sensitivity and monitor the lead.

Manufacturer narrative:
No medwatch form was received.